Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump alarmed after battery change due to voltage leak interface board. The insulin pump had multiple alarms noted in alarm history screen due to corrupted history file. The insulin pump was received with minor scratches on lcd window cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple alarms. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.